Event description:
Philips received a complaint by the customer on the v60 indicating that a low leak co2 rebreathing risk alarm occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a low leak co2 rebreathing risk alarm occurred. The remote service engineer (rse) discovered that the average air standard liter per minute (slpm) reading was -3.2 on the pneumatics screen with the flow set to zero. The rse advised the customer to replace the flow sensor assembly. The rse provided the customer with the part number of the flow sensor assembly to order and replace. Investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.